Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. Antibiotics were applied to the patients' anterior chamber. The lens remains implanted. Additional information was provided indicating that approximately seven weeks postoperative, the patient developed anterior chamber inflammation. Two days later, the patient developed a hypopyon and was hospitalized for treatment. An anterior chamber wash out was performed and antibiotics were administered. Steroids were added and improvement was seen on week later. The patient's problem was aseptic endophthalmitis. A bacterium inspection was performed with a negative result.

Event description:
Additional information was received from the surgeon, who reported that the antimicrobial agent was discontinued on the ninth postoperative week. Two days later, the inflammation in the anterior chamber recurred. The antimicrobial agent was re-instituted and the symptoms were improving. The patient was discharged from the hospital with oral antibacterial drugs. There was no decrease in patient's visual acuity after the surgery. Since there was a relapse of the inflammation found after discontinuation of the antimicrobial agent, the surgeon cannot determine whether it was aseptic endophthalmitis or endophthalmitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge, handpiece and viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: 2015-30718

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).